Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort, erosion, and the device was not working as intended. The physician performed an MRI and determined that the left cylinder had crossed over into the right canal at the distal and proximal part of the cylinder. The cylinder was out of place and extruded into the scrotum. The placement of the cylinder was keeping the cylinder from properly inflating. The cylinders and pump were replaced, and the reservoir was connected to the new device components.